Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08796. It was reported that the atrial lead exhibited high impedance, false mode switch episodes and high capture threshold. The lead was reprogrammed. The pacemaker also exhibited premature discharge. Based on the programmed calculations to device parameters, the longevity were for 4.5 years, but clinic and doctor thought the battery should have lasted longer. Lead and pacemaker replacement was considered. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6.

Event description:
New information states that the physician identified an outer conductor fracture on the atrial lead directly under the suture collar. There was evidence of noise oversensing on the lead. The lead was capped and replaced on (B)(6) 2020. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device was received in eri. Device image analysis indicated average monthly voltage and current trends were normal. There was evidence from the device image that device was set to high output mode. Further mechanical and electrical analysis did not find any anomaly. Estimated longevity was calculated and device exceeded the projected longevity. Additional information: d10.